Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the stent for a palmaz blue on aviator plus stent delivery system (sds) detached from the balloon during preparation. After flushing the stent, the stent system was delivered along the guidewire while the system was still outside the body and the stent was dislodged. An unknown device was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 5x15/142p pkg¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed, the unit does not present any damages or anomalies, and the balloon arrived deflated. The stent is properly mounted on the balloon. The reported ¿stent dislodged¿ was not confirmed during device analysis. The exact cause cannot be determined. The stent of the unit was observed properly mounted on the balloon of the sds unit with stent strut impressions noted on the surface of the balloon. Neither stent dislodged nor any damages were noted on the stent delivery system. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported as no anomalies were noted on the device. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ the product analysis does not suggest that the issue reported, or the condition of the returned device could be related to the design or manufacturing process of the units. Therefore, no corrective or preventative actions will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent for a palmaz blue on aviator plus stent delivery system (sds) detached from the balloon during preparation. After flushing the stent, the stent system was delivered along the guidewire while the system was still outside the body and the stent was dislodged. An unknown device was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The device will be returned for evaluation.